Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder needle has broken off from the tube holder. The following information was provided by the initial reporter. The customer stated: a needle has broken off from the tube holder. It seems that the connection between both is quite fragile. When the tubes were changed, there was visible blood in the sleeve. When the next tube was connected, the amount of blood in the sleeve increased and some blood continued to run down the tube.

Manufacturer narrative:
Investigation summary: material #: 368835. Lot/batch #: 2062126. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw tubes with water, and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.